Event description:
The reporter stated that he did back to back blood glucose tests, within 10 minutes, and got results of 185, 160 and 116 mg/dl. He does not remember whether he used separate fingersticks or not. No symptoms were reported. A control solution test was within range 136 (93-140). On follow-up, the reporter stated that he did a comparison test with his meter and his doctor's surestep meter and the results were close (numbers not available).

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8